Manufacturer narrative:
The device ro12019 has been inspected for investigation purpose. The inspection performed confirmed that no device failure was detected. It was identified that the user did not follow instruction for use which caused the failure.

Event description:
During planning phase of the surgery, user tried unsuccessfully to load patient images from a cd to the device. User also tried to copy images from a cd to a usb key to load images to the device from it, unsuccessfully. Patient was sent to CT to obtain new images in order to perform surgery.